Manufacturer narrative:
Event date year (2017) valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger belt was broken. It was also reported that the recharger would not take a charge when plugged into a power supply since 6 months prior to the call. The patient then reported that they had not been able to charge there ins since about 6 months prior. The ins had been dead for about 6 months and the pain had gotten worse since then. No further complications were reported or anticipated.